Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the pacemaker was in back-up vvi while in its original packaging. The pacemaker will be returned for analysis and will not be used.

Manufacturer narrative:
Analysis was normal. No anomalies were found.